Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue. The component only was returned to the manufacturer's quality assurance laboratory for further investigation, the component failed a step during testing. During the investigation, the root cause of the failure was due to the mt2 pressure sensor failure.